Event description:
Manufacturer reference#: (B)(4). Importer reference #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc: (B)(4). Contact peron: (B)(6). The investigation has been completed. The device was investigated by our field service engineer at the hospital. The device control cable was replaced, this part may also have contributed to the event. However the evaluation of the device logs confirms that the user interface was restarted. The root cause for the restarted user interface was due to an issue with the application in the software that don't always update the restart subsystem in a timely manner. If the user interface restarts, ongoing ventilation will be unaffected. It will not be possible to change ventilation settings until the restart is completed, which will be visually apparent to the user. The recommended action is to upgrade to the latest released software, where this issue is resolved.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator's display went black. There was no patient harm. (B)(4).